Event description:
The hemodraw arterial closed blood sampling kit with logical pressure monitoring system is a closed blood sampling system designed to allow easy and safe withdrawal of blood samples from an arterial invasive pressure monitoring line. The hosp is reporting a usability issue that when used incorrectly can result in air in the system that is difficult to remove.

Manufacturer narrative:
Eval summary: no product sample was returned to smiths medical for investigation. The reporter identified 3 possible lot numbers: lot#: 1300304 exp date: 03/2011; lot#: 1301961 exp date: 03/2011. Lot #: 1305574 exp date: 04/2011. A review of the mfg records found no discrepancies or anomalies that could be potentially related to the issue. Based on the info provided, we are unable to determine the root cause of the reported event at this time. The following actions have been undertaken to improve usability and enhance product performance. Several changes have been made to the short tube. A material change of the plunger tip was made from (B)(4) rubber to avoid potential for stiction. (B)(4). Further warnings related to catheter size were added:"for certain pts or equipment setups, degassing may occur at much lower draw rates depending on pt and system factors. Decreasing the diameter of the catheter, increasing the length of the catheter or pressure monitoring line and increasing the draw speed will all increase the probability of degassing and bubble formation. Do not give fluid or blood back to the pt, if bubbles are visible in the system."